Manufacturer narrative:
Concomitant medical products: product ID 8598a, lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2019, explanted: (B)(6) 2020 product type catheter information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 06-jun-2021, UDI#: (B)(4) analysis of the catheter component model 8598a sn# (B)(6) revealed a non-significant anomaly regarding the catheter body having been deformed in shape and/or with abrasion that did not affect infusion in the laboratory. Analysis of the catheter component model 8596sc sn#: (B)(6) revealed a user related hole in the catheter body. The result code 213 and conclusion code 22 pertains to the model 8598a catheter component. The results code 114 and conclusion code 19 pertains to the model 8596 catheter component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a company representative. The pump and catheter component (model 8598a) were returned to the manufacturer for analysis. As per the logs provided, the pump administered the following medications as of on (B)(6) 2020: fentanyl (concentration: 2,000.0 mcg / ml, dose rate: 900.3 mcg / day), bupivacaine (concentration: 20.0 mg / ml, dose rate: 9.003 mg / day), and morphine (concentration: 8.6 mg / ml, dose rate: 3.8714 mg / day). The dose rate of fentanyl was noted as having been reduced / changed to 750 mcg / day.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 a catheter dye study was performed and was abnormal. It was noted that the catheter had migrated from t5 to t6 (previously reported). On (B)(6) 2020 a catheter revision/explant/replacement occurred and a new catheter was implanted. The device diagnosis was other catheter migration and the clinical diagnosis was updated to inadequate pain relief in lumbar area. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter; product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot#: (B)(4), ubd: 14-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via a implantable pump. It was reported on (B)(6) 2020 the patient reported that they feel their boluses are ineffective, had no pain relief from pump, indicated the pump was not helpful. A catheter dye study was planned for (B)(6) 2020. The pump was reprogrammed where the morphine was increased on (B)(6) 2020. The outcome was noted as ongoing. The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (morphine) was possibly related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2020. No further complications were reported. On 2020-july-09, additional information was received from a patient, via a manufacturer representative (rep). The patient was receiving fentanyl (2,000 mcg/ml, 900.3 mcg/day), bupivacaine (20.0 mg/ml, 9.003 mg/day) and morphine (8.5 mg/ml, 3.8714 mg/day). It was reported the patient experienced increased pain and had a normal catheter dye study on (B)(6) 2020. It was noted that the catheter had migrated from t5 to t6. The patient reported increased pain in their neck and upper back, so the healthcare professional (hcp) placed a new catheter at t1 for the patient on (B)(6) 2020. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was alive, no injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The device had not yet been returned to the manufacturer, but they planned to place it in the mail on 2020-jul-27.